Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the clock was behind 5 minute. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had multiple pump error and it did not prompt. The insulin pump will not be returned for analysis.